Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300533 (serial:(B)(6) product type: 0200-lead; implant date (B)(6) 2025,; explant date brand name sensight; product ID b3300533m (serial: (B)(6) product type: 0200-lead; implant date (B)(6) 2025,; explant date brand name sensight; product ID b3400060 (serial: (B)(6) ,; product type: 0191-extension; implant date (B)(6) 2025,1; explant date brand name sensight; product ID b3400060m (serial: (B)(6) , product type: 0191-extension; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedance at the end of surgery which could lead to programming issues. There were no issues with the patient at time of surgery. There were no contributing factors. High impedances were on both sides. The extensions were removed from the battery and reinserted several times which resolved the issue on some of the contacts. The leads were removed from the extensions and wiped with wet then dry swab. The right side was fully resolved but the left still showed high on contacts 1b and 3 - over 5k and to investigate. The left side could not be resolved.